Event description:
The pt reported an elevated blood glucose reading of over 500 mg/dl in 2007. She stated she was thrown a birthday party and at dinner wine was served with every course. She stated she sampled each one and she "does not drink and did not know how to bolus for the wine tasting." The pt stated the high reading was "not the pump's fault." The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.